Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; the cardiosave functioned properly. However, the fse found multiple error codes in the logs indicating that the software should be reloaded. No electrical malfunctions were recorded. The fse reloaded the software, and replaced the safety disk due to nearing expiration cycles. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blank screen, a high pitch sound, and pumping stopped. No patient harm, serious injury or adverse event was reported.